Manufacturer narrative:
(B)(4). Above rate burst pressure. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the femoral artery with heavy tortuosity and heavy calcification. The 5.0 x 100 mm fox plus balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The fox plus was advanced without issue and inflated one time to 20 atmospheres (atm); however, a balloon rupture occurred due to the calcification. During removal, slight resistance was noted, but it could not be confirmed what the resistance was with. A new fox plus balloon catheter was used to complete the procedure. There were no adverse patient effects due to the balloon rupture and no clinically significant delay in the procedure. Thirty minutes post-procedure, the patient was reanimated. Two days post-procedure, the patient died, but the cause of death could not be determined. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. The difficulty removing the device from the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the fox plus percutaneous transluminal angioplasty (pta) catheter instructions for use (IFU) states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended. The violation of the IFU likely contributed to the reported difficulties. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.